Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 2 and a half years ago, the patient underwent the surgery for subtrochanteric fracture of right side with the tfna nail. There were no problems during or immediately after the surgery. The patient was followed up because the fracture site became pseudarthrosis after surgery, but this time, the patient had another fracture at the most recent lateral screw hole among the distal ones of the nail, and the nail also broke. On (B)(6) 2021, the patient will undergo revision surgery with a nail, cement, plate. The surgeon commented that the possible causes of this event include patient's bone quality, drugs being taken, and blood flow problems. No further information is available. This report is for one (1) 10mm/125 deg ti cann tfna 280mm/right - sterile. This is report 1 of 2 for complaint (B)(4).